Event description:
Dexcom technical support was contacted on (B)(6) 2012 to report that upon removal of sensor on (B)(6)2012 due to failed sensor, patient believes a portion of the wire remained under her skin. No portion of the wire is visible protruding from insertion site. At the time of her call with technical support, patient reported that she was experiencing slight pain when she moved, but no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.